Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information regarding the sample. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted global technical services(gts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) explained the alarm to the home patient(hp). The hp was connected during the prime so the line did not fill up. The tsr explained to the hp that therapy was now over and new supplies are needed. The hp will use new supplies and call the nurse in the morning about the alarm. The tsr assisted the hp to cycle power. There was patient involvement. No injury or medical intervention was reported.